Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer got several no delivery alarms prior to the event. The insulin pump passed the prime test, but there was no tubing clamp to conduct the high pressure test. Suggested that the customer try a different infusion set due to possible scar tissue. Nothing further was reported.